Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported that she noticed a fluid leak during drain 4 following an air detected in cassette alarm. The patient cancelled therapy when they noticed the leak. The fluid was found on the floor coming from the patient line, but not on the bed either. The patient was unsure how a leak would occur just on the portion of the patient line that was on the floor and not the rest of the line. At the time of the call the cycler no longer had the supplies connected to it and the patient was no longer connected. A follow up call was made, and it was reported that the patient was given prophylactic antibiotics. The tubing was discarded.